Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer, being outside the us, was advised to contact international customer technical support and understood the instructions.